Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The instrument was analyzed and failure analysis found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) wire was loose at distal tip. It was unknown if a fragment fell inside the patient. The procedure was unknown how it was completed with no reported injury or harm. Isi followed up with the initial reporter and obtained the following additional information: the customer is unable to provide patient information. The wires exposed were silver and was seen after cleaning in the washer/ disinfector in spd. Surgery staff say they had no issues with the scissor during the procedure.